Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient received a batch of bad cassettes and has been using more than one per day due to this. Patient had a backup device to switch to in order to continue their life-sustaining infusion. There was no patient, or clinician injury associated with this event. No further details provided.

Manufacturer narrative:
Other, other text: b5: additional information was received on 8/17/2022: patient date of birth was provided (B)(6) 1956). No further information is needed. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis was completed and the results were submitted with the follow-up MDR rr-48358-002. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d1: correction: brand name: cadd cassette reservoirs - flow stop.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: samples received: sample consist in twenty (20) cassette products. Nineten (19) samples were received in unused conditions, with its original packaging inside in a plastic bag. Two (2) samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: the samples don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause issues. The two (2) used samples were received without blue clip and without white cap. Of the twenty (20) samples provided twelve (12) samples were taken to perform functional tests, two (2) samples in used conditions and ten (10) samples in unused conditions. Functional testing: the twelve (12) samples were filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: b5: correction: medwatch mw5106759 was received and attached in complaint object.